Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor would not run and made hissing noise, one neck screw was missing, one screw was broken off in the handle, one or more ball bearings were missing from the swivel, the machine head was gouged, the ball bearings were bad, the width plates were damaged, the reciprocation arm was worn, the ball bearing on the control lever was worn, the control bar was not in position, the calibration was out at all readings. The motor, swivel, planetary carrier, ball bearings, gears, gear ring, screws, handle, head, reciprocation arm, control lever, fine adjustment cams, bearings, and width plates were replaced and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: ireland.

Event description:
It was reported that during an unknown time, on an unknown date, the unit was in need of repair for unknown reasons. Damaged width plate was confirmed after final investigation. It is unknown if there was patient impact or surgical delay. Due diligence is complete as no additional information is available.